Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. At the beginning of treatment, the machine alarmed and the internal blood leak was visible in the dialysate. Rn swapped out the dialyzer. Blood loss was minimal. No estimated blood loss amount was given. No medical intervention was required and the pt had no adverse effects. Pt was given 4000 units of epotin and heparin and was in good condition following treatment. The actual sample was discarded. Companion samples of the same lot number are available.

Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.